Event description:
It was reported that the screw at implant site #11 fractured in a well seated biomet implant. Removal tools purchased and requested screw iunihg to be sent out. Patient returning for screw removal. As a result of this event, no injury to the patient was reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One unknown biomet 3i screw was not returned for investigation. One 3i t3® non-platform switched tapered implant 4 x 13mm, bost413 added to the complaint remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located on unknown tooth site. Pictures or x-ray images were not provided. DHR review was not completed for the unknown biomet 3i screw since the lot number was unknown. DHR review was completed for the bost413 lot number (2017121218). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review was not reviewed for the unknown biomet 3i screw since the lot/item number was unknown. A complaint history review by lot number (2017121218) was conducted for the bost413 for similar events. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Event description:
No further event information available at the time of this report.